Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017, stating that there was stored episodes with noise, mv chop on the rv lead. No pauses as the patient comes thru on their own in the episodes with egms. There was a bit of jumpiness in the impedance on the rv from approximately 520 to peaks at almost 700. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6), mn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).